Event description:
Patient was being turned after a lumbar puncture. Rt respiratory therapist stated that ett endotracheal tube holder had broken (where the tube clip attaches to the bridge), and that the patient was potentially extubated. Rat rapid assessment team team was called and code was initiated. Patient had to be reintubated.======================health professional's impression======================the device broke during routine patient movement.======================manufacturer response for ett holder, anchor fast oral endotracheal tube fastener======================pending.